Manufacturer narrative:
Updated fields:b4,g3,g6,h2,h6(type of investigation, investigation findings, conclusion),h11. A getinge field service engineer (fse) inspected the unit, connected it to the trainer and balloon, and operated it for one hour without observing any issues. A full device checkout was performed, and the reported issue could not be reproduced. The unit passed all functional and safety tests in accordance with the manufacturer's specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer during use that a-line of cardiosave intra aortic balloon pump (iabp) went flat. There was no patient injury or harm.